Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, as well as corrections to e2, e3 and g2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the event (180 scope was not recognized and image not displayed) occurred due to a patient board set failure. The final root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found the reported issue was confirmed due to a faulty printed circuit board. Evaluation found a worn out video connector latch not making good contact with the pigtails. The housing had minor dents, minor scratches and minor rusted on the bottom chassis but was ok to use as is condition. The unit did not recognize 180 series scopes due to the faulty patient board set. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii video system center was not capturing images using the switches when interfacing with the scope and light source, as the button was not working. The customer had to manually capture images to complete the procedures. The issue was found during esophagogastroduodenoscopy and colonoscopy procedures for several months. There were no reports of patient harm. This report is related to linked patient identifier: (B)(6).